Event description:
The clinical director stated that there was a pt fall. The pt fell out of the bed and broke their hip. There is no allegation of a malfunction. The account does not know what bed the alleged incident occurred on. The risk manager wanted an email to arrange a time to speak regarding the pt fall.

Manufacturer narrative:
Hill-rom has been unsuccessfully in attempting to reach the facilities risk mgmt via emails and phone messages to acquire additional info regarding the event.